Event description:
It was reported that the procedure was to treat a narrow and moderately calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 20 mm trek balloon catheter. A 3.5 x 23 mm xience prime stent delivery system (sds) could only be partially inflated as a balloon rupture was noted. The xience prime stent implant was not deployed. During withdrawal of the xience prime sds, a stent strut was bent so the sds could not be pulled into the guiding catheter. The entire system was removed as a single unit. The procedure was successfully completed with another 3.5 x 23 mm xience prime stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight universal ii. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; the balloon rupture was unable to be confirmed; however, there was a tear in the shaft which is likely what was perceived as the rupture reported by the account. The difficulty removing the sds from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures, stent damage, difficult to remove, or kinks/tears in the shaft from this lot. Based on the reviewed information, no product deficiency was identified.